Event description:
It was reported by the user facility that the irrigation is not working properly. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.